Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading at time of the call was 319mg/dl. The customer stated that the insulin pump had a blank display several times and the settings in the device have been cleared. Troubleshooting was not performed as a result of the blank display. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple boluses and monitored for three days with no blank display or unexpected reset noted. The boluses were delivered completely and were properly recorded in the bolus history screen.